Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment in the vena cava to stop a rupture from the removal of a vena cava filter. It was reported that the physician was going to remove an ivc filter that had been in the vena cava for 15 years. The physician stated that the ivc filter was eroding through the vena cava, the cause of the erosion was stated as "that type of filter should not have been put in a young patient". The physician wanted an endurant aortic cuff to cover the erosion from the filter. It took the physician a considerable amount of time to remove the filter and once the ivc filter was removed, there was a large tear in the ivc. At that time the endurant aortic cuffs were placed under visualization with fluoroscopy and a contrast angiogram. The physician implanted the stent grafts to cover the tear in vena cava. However it was later noted that the stent graft had been inaccurately placed covering the renal vein. The physician stated that about an hour after the procedure that the renal vein had been covered which may have been due to the aortic cuffs. The physician will continue to monitor the patient. There has been no further treatment, and the patient was doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation conclusion: unapproved, or contraindicated use (device implanted in the vena cava.